Event description:
It was reported that the user experienced a leaking insulin cartridge during supply change, with insulin observed in the pump chamber and no insulin drops at the needle during tubing fill; the cartridge was discarded and the user replaced it after drying the chamber per troubleshooting guidance. Symptoms included no reported abnormal blood glucose, no hypoglycemia, and no hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed a damaged cartridge with leakage. It was concluded that the device function impact was limited to the damaged disposable component and that patient harm did not occur.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.